Manufacturer narrative:
Draeger was able to obtain very few additional information only. It could be determined that the patient was connected to the device using a non-invasive mask ventilation system; no further details in regard to the type of mask were disclosed. Reportedly, the patient was breathing spontaneously and received supplemental oxygen via the auxiliary oxygen flowmeter. The device was tested in follow-up of the event and was performing according to specifications. The users did not allege a device malfunction of the fabius and draeger did not find any indication that there was some. Draeger finally concludes that the injury was related to the specific procedure the operators have used. It is commonly known that the use of rf surgery equipment incorporates the risk of inflammation or explosion when being performed close to a source of oxygen. Ventilation with a mask always goes along with leak flow from the mask as it cannot be sealed in the same way as a tube. The IFU of the fabius contains the following warnings: cauterizing close to a source of oxygen can lead to fire. Before cauterizing, close the flow meter, remove the mask and wait a few moments to ensure that any oxygen accumulation has dissipated. It can be considered that these recommendations contain sufficient information to avoid events like the reported one. The reported case is the consequence of a use error.

Event description:
Please refer to initial MFR. Report #9611500-2018-00273.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that during a surgical procedure to remove a cyst from a baby's face, there was an explosion near the patient's face, causing burns on the face and neck of the baby.